Event description:
The bravo ph capsule was attached to patient's esophagus for a 48 hour ph study after an esophagogastroduodenoscopy (egd). When physician removed the applicator from the patient, the ph capsule was still attached to the applicator. The pin that holds the capsule to the esophagus was already deployed and could not be reused again in the patient. The capsule should have released from the applicator and stayed attached to the esophagus. The capsule then falls off after about a week.